Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump errors. Customer¿s blood glucose was 102 mg/dl at the time of incident. Troubleshooting was not performed for pump error. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed self test and displacement test. No unexpected hardware low level failures alarms or pump error alarms noted during testing however, hardware low level failures confirmed in the downloaded history file due to broken pin 6 trace at u1 on the keypad assembly. The motor was tested outside of the device and passed.